Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the radiologic technologist (rt) was getting ready to take an imaging system spin, the spine rep noticed the navigation system was not communicating with the imaging system. The local representative (cc) walked the spine rep through bypassing the ethernet bulkhead on the imaging system, but it did not resolve. The site brought in another system to continue with the case. There was a reported delay to the procedure of 20 minutes. There was no reported impact to the patient. Additional information was later received. Troubleshooting was performed. The cc bypassed the network bulkhead on the io panel of the navigation system, and the navigation system was able to communicate with the imaging system. This was a navigation system issue. A different navigation system was brought in to complete the case.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859, the system was serviced in the field, and the network bulkhead was replaced and the system was functioning as intended. Codes b01, c07, d02 are applicable to this analysis. D9, h2, h3: the hardware was returned and analysis was performed. The front edge of the returned connector was damaged and bent upward. Bent contacts were visible inside the connector. A continuity test revealed an open at pin 2. Codes b01, c07, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.